Event description:
No additional information was received from the customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. Updated fields: d9, h3, h4 and h6. The device was returned to olympus for inspection and the reported failure was confirmed. A visual inspection revealed that the tip of the forceps was broken and the gripping surface was scratched. Based on the results of the investigation, the definitive root cause of the reported issue could not be determined. The likely cause of this event was due to component failure. The cause of the breakage of the forceps tip, discovered through visual inspection, could not be identified, but there were scratches on the gripping surface of the forceps, which suggests the possibility of overload, such as gripping other equipment. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a laparoscopic cystectomy, approximately 5 mm of the lower portion of the tip of this forceps was damaged and fell off into the abdominal lumen. Other forceps was used to successfully retrieve the part that fell off. The procedure was then completed. There were no further reports of patient harm.